Manufacturer narrative:
The device was not returned for evaluation. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed and the service center also confirmed that there is no service history for the device under evaluation. An investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior quality specialist reported on behalf of the customer that the c2600 cusa excel 23khz straight handpiece was only hitting 60% power during self-check. During the procedure, it occurred with the tip alarm continuously. After changing with a new tip, the alarm was still there. The device was not in contact with patient with no patient injury. The patient was not prepped for surgery. Additional information was received on (B)(6) 2018 stating that there was a 30-minute delay in surgery. Additional information has been requested.